Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a minimally tortuous mid lad coronary artery. The physician used a transradial approach with a terumo introducer sheath for vascular access and a bmw guidewire and a mach1 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another quantum maverick-mr 20/3.5 mm balloon to successfully complete the procedure. No pt injuries or complicatons were reported. Pt status is reported as 'good'.